Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the roller pump display. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display was blanking out. The customer used for the case without issue (never lost power). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). During the laboratory evaluation, the reported issue was not duplicated. The small display functioned normally throughout evaluation with no blanking of display. The product surveillance technician (pst) connected the roller pump small display assembly to lab-use only (luo) pump pod test fixture and powered on. The pst observed the small display assembly to power up and function normally. He tested the small display assembly overnight and found it operational the next morning. The pst performed connector agitation testing, and observed the small display assembly to function normally with no loss of display. He powered off luo pump pod test fixture and disconnected small display assembly, then moved the small display assembly to cold chamber at ten degrees celsius for four hours. The pst retrieved the small display assembly from cold chamber and reconnected to luo pump pod test fixture and powered on. He observed the small display assembly to function normally with no loss of display. He disassembled small display assembly, inspected all components and solder joints and electrically measured q210 transistor for short circuits with digital multimeter; no anomalies were observed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.